Event description:
Shortly after having her second breast implants, rptr had a severe case of shingles. She has large scars on her left shoulder. The nerves were damaged so badly that she still has hot tingling sensations and pain regularly. At about the same time she was diagnosed with raynaud's phenomenon. She told her dr when her hands got cold they turned blue, then black before all the blood drained from them and they turned transparent. She says they can be very painful. Handling anything cold or even drinking something cold can bring on the problem. Her feet are the same. Her toes and toenails are sore around the edges. Also her hands often go to sleep at night waking her up. She also developed arthritis symptoms. She began to suspect a problem when she had a cold that lasted approx 2 yrs. Antibiotics didn't seem to help her much. Her dr sent her for mammograms and x-rays but did not find anything. A recent MRI showed an intracapsular left breast implant with no evidence of extracapsular rupture. Superolateral and medial extrusion was present. It showed an intact right implant. A bilateral implant ultrasound demonstrated abundant homogeneous echoes in the right breast implant consistent with intracapsular rupture. The left implant, by comparison, had smooth margins and an anechoic interior consistent with integrity. The info she received said arm and shoulder pain might be a symptom. On 10/17/91 she was admitted to the hosp for shoulder surgery. In january, she started having severe scalp itch. Bumps came up on her head and would ooze and form clear scabs when she scratched them. She went to two dermatologists with no relief. She also developed a severe bladder infection. She went to one dr who gave her antibiotics, and said that it should also help the rash that had developed in patches over her body. She received no relief. Finally, she went back to her family dr who put her on antibiotics and the rash began to clear. After about 2 weeks, most of the rash had disappeared except on her head. It is better but still pops up. Her bladder seems to be ok now. She has had severe hair loss probably due to infected scalp. She thinks she should have these implants removed and not replaced. (*)